Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and loss of capture on the right ventricular channel. Additionally, undersensing on the right atrial channel has been also observed. Troubleshooting of the device was discussed. This device remains in service. Noa adverse patient effects were reported.